Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call, the insulin pump kept alarming no delivery. Customer has taken the infusion set off and the device doesn't delivery any insulin and the customer blood glucose keeps elevating, 315 mg/dl. Customer treated his blood glucose with a manual injection. Troubleshooting was performed on the insulin pump and it was determined the alarm was caused by infusion set and reservoir occlusion. Customer was advised to return the reservoir and he agreed.